Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4) / 266167 description: linear st lead, 70cm model #: sc-1110-02 serial/lot #: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-2218-50 serial/lot #: (B)(4) / 274922 description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to non device related weight loss that caused the device to move and caused discomfort. The patient also quit using the stimulator. The explanted devices were not returned to bsn as they were discarded by the medical facility.